Event description:
It was reported that a lead safety switch (lss) was activated in this pacemaker, switching from bipolar to unipolar mode due to low out-of- range right atrial (ra) lead pacing impedance measurements, below 200 ohms. Technical services (ts) reviewed the event and recommended further lead evaluation, including isometric exercises and reprogramming testing. No adverse patient effects were reported. This pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).